Event description:
Pt was implanted with olecranon plate on (B)(6) 2012. On an unk date pt complained of post op pain. X-rays and CT taken on unk date revealed non-union. Pt was returned to operating on (B)(6) 2012, for removal of all hardware and was revised to va olecranon plate and bone graft. It was noted: after CT scan showed nonunion, pt obtained bone stimulation and is suspected it was over used. This is 1 of 10 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.